Event description:
Note: this report pertains to the second of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 3005099803-2009-01056 for a description of the other event. It was reported to boston scientific corporation in 2008, that a rapid exchange biliary stent system device was used while during a procedure performed in 2008, (patient gender, age and weight are unknown). According to the complainant, during the preparation, an attempt was made to backload the stent over an unspecified guide wire; however, the guide wire would not come out of the exit port with the internal wire exiting instead. The guide wire was pulled back and the internal wire "popped back" inside the exit port. The device was exchanged for another rapid exchange biliary stent system device and the same malfunction occurred. The devices did not contact the patient. The procedure was completed with a different device (manufacturer unknown). This event happened in preparation to use. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
No consequences or impact to patient - bend. Visual examination of the returned device revealed that the stent was still loaded on the delivery system. The push catheter was found to be bent slightly in one area. The guide catheter pull wire was found to be looped out of the rx ramp window slightly. The length of the pull wire that was protruding from the push catheter was found to be 14 millimeters. The guide catheter was found to be wavy and the distal edge was found to be rough. A functional evaluation found that an 0.035 inch guidewire could not be fully backloaded out of the ramp window. The guidewire was found to be coming into contact with the distal end of the ramp. A second functional evaluation found that the guide catheter could be extended and retracted with resistance being felt most likely due to the push catheter and pull wire being bent. The cause of the guidewire fit issue is likely attributable to manufacturing that ramp window was not manufactured correctly, which allowed the guidewire to come into contact with the ramp edge not allowing the guidewire to pass. The cause of the bent push catheter and bent pull wire is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted.